Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Infection led to a red skin and pain. This led to explantation.

Event description:
The device was explanted due to an implant site infection. The user had otitis media and cholesteatoma.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. According to information received, the device was explanted due to an implant site infection. An otitis media appears to be the source of the infection. Furthermore the patient has cholesteatoma, which likely contributed to the development of the infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.